Manufacturer narrative:
On 12/27/2013 complaint unit was received from the field for evaluation. Refer to evaluation# (B)(4) - bottom left of touchscreen calibration off. Replaced touchscreen with serial number (B)(4). Checked and tested. Repackage for refurbished inventory. On 01/23/2014, the DHR for console s/n (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. A review of console history for the unit showed that this was the first time this unit was serviced. No significant trend was observed. The complaints database was reviewed during the months of july 13, 2013 through december 13, 2013 and showed that there were (B)(4) complaints reported from this facility. In (B)(4) out of the (B)(4) complaints reports, it was verified that the failure occurred due to issues with the actual unit. There were no indications that the facility was misusing the unit. A further review of the complaints database showed that there are currently (B)(4) complaints related to console touchscreen malfunctions. Due to the amount of touchscreen related complaints, CAPA (B)(4) was opened to address this issue.

Event description:
Touchscreen intermittently unresponsive.